Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead exhibited noise and high, out of range pacing lead impedance. The lead was explanted and replaced without complication to the patient.